Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they found that the insulin was streaming out of the reservoir. The customer's blood glucose was 157 mg/dl at the time of incident. The customer stated that the blood glucose reached 307 mg/dl and got treated with the insulin pump. The reservoir will be returned for analysis.

Manufacturer narrative:
Reliability analysis evaluated one open/used reservoir. Performed pre-fill reservoir testing and no leakage anomaly was noted during filling. Also inspected the reservoir's o-rings/stopper groove for anomalies and none were found. Ran basal, bolus leaking tests and no leaks were noted.